Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on unknown date due to diabetic ketoacidosis. It was unknown that customer use auto mode feature at the time of incident. The customer stated they lost the insulin pump in ocean and pens had been expired. The insulin pump will be will be returned for analysis.